Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the maximum defibrillation active can impedance rose from 83 to 111 ohms the week ending 2014-(B)(6). High impedance alerts were triggered on 2014-(B)(4).

Event description:
It was reported that the right ventricular lead high voltage coil impedance had two high impedance measurements and then returned to a baseline of about 75 ohms; an alert was triggered each time. The alert trigger was reprogrammed to a higher value, isometrics and an x-ray were suggested and the lead remains in use. No patient complications have been reported as a result of this event.